Manufacturer narrative:
Main investigation conclusion: a specific cause for the reported thrombosis, hemolysis, and cerebrovascular accident, as well as a direct correlation to the heartmate ii lvas, serial number vad(B)(6) could not conclusively be determined through this evaluation. The patient underwent a pump exchange on 06jun2018. No product is available for investigation. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. The current heartmate ii lvas IFU, rev. H, lists device thrombosis, hemolysis, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 29may2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A previous admission on (B)(6) 2018 for the patient's chronic hemolysis is reported under MFR # 2916596-2018-01155. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2018 for thrombosis. The patient reportedly had chronic hemolysis with a new embolic stroke and speech deficit. There were no changes to pump parameters. A computed tomography scan revealed new hypoattenuation involving the left insular and opercular cortices reflecting evolving ischemia corresponding with occlusion of the m2 branch of the middle cerebral artery. There was no hemorrhagic conversion or mass effect. There was unchanged multifocal left hemispheric encephalomalacia (softening of brain tissue). The patient underwent a pump exchange on (B)(6) 2018 due to the thrombosis. The pump operated as expected and was not returned for evaluation.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2018.